Event description:
Information received from the field does not address the patient's clinical status but notes that the patient presented for a routine follow-up with inappropriate measured data. The battery voltage was >3.5v and the measured rate was 119 ppm, which was greater than the programmed rate.